Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that almost 11 years later this chronic rv lead was noted to continue to exhibit higher pacing impedance measurements of between 1700 to 1800 ohms along with high threshold measurements. During a change out procedure for elective replacement time (ert) on the existing implantable cardioverter defibrillator (ICD), the physician surgically abandoned this rv lead and implanted a new lead. No additional adverse patient effects were reported.